Event description:
The customer reported an uncontained leak of approximately twenty (20) ml and obtaining vacuum error messages from the coulter ac.t diff 2 analyzer that halted instrument operation. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse replaced the waste filter which was obstructed and appeared very dirty. The fse verified the baths and vic (vacuum chamber) drained properly. This MDR is related to MDR 1061932-2014-02371, for a similar issue on a different date at the same customer facility using the same analyzer. (B)(4).